Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.5mm coupler was not closing properly. The event was further described as "the coupler wouldn't engage properly with anastomosis of vein during flap surgery." There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported in order to complete the flap surgery; the surgeon had to remove the coupler device and use a second coupler device. The physician reported that the rings did not align properly. Vessel re-manipulation (re-sizing, cutting etc.) Was necessary to perform the second anastomosis. It was reported the second device ¿worked perfectly well¿. It was reported the patient is ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.